Event description:
Caller states the patient tested 2.9 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. No treatment information provided. Requested return of suspect system and replacement was sent.